Event description:
It was reported that the during a second dft test, a suspected short circuit of the ICD due to lead failure caused the device to switch to backup vvi. The device could not be interrogated. The device and the lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, and report (B)(4).